Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found that the connector port was obstructed by medical adhesive. A known good lead could not be inserted past the #15 connector. There was adhesive in the #8-15 connector port at the #15 connector and sealing ring adjacent to it.

Manufacturer narrative:
Further analysis determined that the connector port was blocked by silicon and not medical adhesive.

Event description:
It was reported that when the doctor went to insert the lead into the ins on the 8-15 contact port they noticed that it was harder to insert the lead into the header block. With the ins the initial impedances were all ¿xx¿ values. These values cleared after rerunning the impedance test. Prior to the implant the implantable neurostimulator (ins) was reading >40,000 ohms for impedance on contacts 9 through 15. The lead was taken out, wiped down, and re-inserted and then just contact 15 was high. They tried wiping the lead down again and then contacts 8, 9, and 15 were >40,000. The other electrode pairs were all around 800 ohms and less than 1,000 ohms. The lead was tested separately in a multi-lead trailing cable and all the impedances were within a normal range of 700 to 800 ohms. It was decided to not implant the ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.